Event description:
During g3 nail surgery, when the surgeon inserted the lag screw, the lag screw was stuck inside the sleeve. Therefore the surgeon removed the lag screw sleeve and inserted the lag screw. The surgery was completed.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as having met specifications prior to distribution. During investigation, no material, design or manufacturing related issues were found. The reported issue was not reproducible; sample lag screws and a sample u-blade did fit through the sleeve like specified. No discrepancies were detected during risk analysis review. No non-conformity identified; actions are in place.

Event description:
During g3 nail surgery, when the surgeon inserted the lag screw, the lag screw was stuck inside the sleeve. Therefore the surgeon removed the lag screw sleeve and inserted the lag screw. The surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.